Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with a cracked battery door knob. During analysis, the customer's stated problem was unable to be duplicated. However, it was able to verify, "cassette not attached properly" was recorded in an event history log. The device was inspected, and functional tests were performed, the pump passed all tests. The pump was opened and found that the downstream occlusion and chassis assembly contained fluid ingression. Further investigation of the pump found that the downstream occlusion sensor was caused and damaged by fluid ingression. Fluid ingression was the root cause of the issue. Service will replace the downstream occlusion sensor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "cassette not attached". No patient was involved in this event and no adverse effects were reported.